Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed red marks and a skin irritation from the lifevest garment being too tight. There was no alleged device malfunction contributing to the irritation. The patient's nurse reported the rash to the distributor and asked for larger garments to be sent for the patient. The distributor sent the patient larger garments, as requested. Follow up indicated that the patient is using the larger garments, and the skin irritation improved.